Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Physician just came in and said he just did an ebus and used a cook 25g and went for a second look when they were done and found the needle inside the patient¿s airway. Had he not gone back and looked then he wouldn't have seen that the needle fell out. It sounds like the physician thought the needle was bent and pulled it out and tried to straighten. He may have had a part in the needle coming out. The tech had already thrown the needle away because she thought it was because of the doctor not the needle defect. Broken needle removed from patients' airway by forceps during the same procedure. Patient/event info ¿ notes: are images of the device or procedure available? Yes. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Distal end. Was gaining access to the target site difficult? Not from where I was watching. Was the device used in a tortuous position? It might have been, we did bend the needle and then tried to straighten it back out, after that is when it fell off. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? It was noted at the end of case; we went back for one more sample and the needle was not there on advancement. Did any section of the device detach inside the patient? Yes, the needle did. Was the stylet partially removed when advancing the needle into the target site? No. If not with the device in question, how was the procedure performed and/or finished? Yes, we were able to finish. Did the patient require any additional procedures as a result of this event? No, we were able to get it out with forceps. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Taken out the same day.